Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that on (B)(6) 2026, operating room staff intended to use the subject device for a surgery on patient. During the procedure, the device tip was found to be damaged. The staff immediately suspended use of the suspected defective device and replaced it with a qualified one to complete the surgery. As the department possessed multiple devices with the same function and could promptly access a spare, the suspected defect did not result in any serious adverse effects on the patient. No negative impact in state of health reported.